Event description:
The customer reported to olympus, the bronchovideoscope was leaking at the distal end. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, a dent in the forceps channel port was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the forceps channel port had a dent. Additional findings include the following: the control unit had a scratch, the plug unit was deformed, water tightness was lost due to a pinhole on the bending section cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the connecting tube did not rotate smoothly due to damage to the insertion tube, the image guide protector had a scratch, the light guide lens had a scratch, the adhesive on the bending section cover had a crack, the bending section cover had slack, the connecting tube had a dent, the universal cord had a dent, and the plastic distal end cover / the adhesive on the bending section cover had foreign objects (the timing the customer detected the leakage was in the middle of reprocessing, once the leakage was detected the manual reprocessing was not able to be continued). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the metal part of endo therapy accessories and/or cleaning brush touched the biopsy channel port at insertion/retrieval of these products, causing the event to occur. However, a definitive root cause could not be determined. The event is detectable by handling the device in accordance with the following instructions for use (IFU). IFU provides the detection method in bf-190 series operation manual chapter 3 "preparation and inspection". Olympus will continue to monitor field performance for this device.